Event description:
It has been reported to us that during a pacing lead placement procedure the guide wire became lodged inside the lead and the distal tip separated from the shaft and remains inside the patient. The physician inserted the guide wire into the patient and inserted the pacing lead and advanced it forward into place. The physician implanted the pacing lead. The physician attempted to pull back on the guide wire and it became lodged inside the pacing lead. The physician pulled back on the guide wire and the distal tip of the guidewire wire started to unravel and the distal tip separated and remained inside the lead inside the patient. The decision was made to leave the separated distal tip of the guide wire in place. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.